Event description:
It is reported that upon impacting the liner into the cup, the surgeon was unable to sit the liner properly. It was not possible to lock the liner into place. Surgeon proceeded to ream to 50mm to use one size up as the consignment carried only one cup.

Manufacturer narrative:
Other device used: catalog #00630504832, trilogy acetabular system longevity crosslinked polyethylene liner, lot #61320591. Eval summary: it is unclear if the surgical technique was followed since no surgical notes were submitted - only the description in the product experience report. Assembly of the returned products was attempted and the locking ring would not expand enough to allow the liner to snap into place. The tabs at the open end of the ring would not snap back into place and move freely indicating the liner is not seated. It is possible that the locking ring was in the way of the liner during liner insertion and may have deformation of the ring which could have lead to the inability to seat the liner. However, the root cause of the inability to seat the liner cannot be determined with certainty. The liner may have been autoclaved. The polar boss was cut off from the liner during the surgery. The locking ring on the shell floats freely and does not appear to be damaged. The inner spherical radius shows some damage near one of the screw holes. Device history records indicate all components were manufactured, packaged, and inspected to specification.